Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not boot up after software upgrade. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: name - (B)(6). A getinge field service engineer (fse) evaluated the unit and found ran into issues during software installation. Fse replacing the executive processor board and video generator board corrected this issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. (Fat) received executive processor board and video generator board with the reported complaint that b.17 software would not download. A visual inspection of all parts was performed and found the parts in good condition. Each board was tested separately and then together. The failure analysis and testing dept. (Fat) installed part number exec processor board into the cardiosave test fixture and tested the board to factory factory specifications per procedure and the cardiosave service manual. The fat proceeded to install the b.17 software into exec processor board and observed when it began to download the exec processor led code advanced to f5 and did not advance any further. F5 is an exec processor board led code. F5 is failed to load software image out of onboard flash. The b.17 did not download. The fat was able to replicate the failure. The board failed testing. The fat then proceeded to remove the defective exec. Processor from the test fixture and install a know good working exec processor board. The fat installed video generator board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat observed that the software advanced to led code ao. The fat also observed that there was no timer graphic spinning on the touchscreen display proving that the software was not downloading. The software did not download.the fat was able to replicate the failure of the software not downloading. The video generator board failed testing. The fat then installed both suspect boards and tested them to factory specifications. The software would not download. The boards failed testing. Retaining the boards in the fat per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
The fat received executive processor board back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.